Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) screen showing autofill failure error message and the pump stopped working.

Manufacturer narrative:
Updated fields: b4, b5, d9 (return to manufacture date),g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) found that the unit would not pass the pneumatic interface module portion of the test. Consistently showing a leak in the the drive manifold after the timed test. After replacing the drive manifold noticed that the unit would continue to fail the pim portion of the test. Replaced the pneumatic module. Verified that the unit would pass all test once the part was replaced. Verified that unit would successfully complete autofill during initial startup. Also would complete autofill on demand with the iabp. Unit calibrated and passed all functional and safety test per factory specifications. Returned to customer. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received on 08-27-2025, pneumatic module with a reported unit failure of the autofill and a failure of the pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Pim test fails with the leak differential pressure at -190mmhg. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) screen showing autofill failure error message and the pump stopped working. No harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) found that the unit would not pass the pneumatic interface module portion of the test. Consistently showing a leak in the drive manifold after the timed test. After replacing the drive manifold noticed that the unit would continue to fail the pim portion of the test. Replaced the pneumatic module. Verified that the unit would pass all test once the part was replaced. Verified that unit would successfully complete autofill during initial startup. Also would complete autofill on demand with the iabp. Unit calibrated and passed all functional and safety test per factory specifications. Returned to customer.

Event description:
N/a.